Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, error c-34 occurred intermittently when firing monopolar energy on the vio dv integrated electrosurgical unit (iesu). The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site replaced instrument and cable and restarted the iesu, but the issue was not resolved. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a third-party generator (triad esu) and blue cable was used to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The iesu was placed on a system and was run in normal mode. The c-34 error occurred during start-up and mono coag activation. Scratches were found on the cover during visual inspection. The heat sink paint is faded. The root cause is attributed to the measurement value for the hf voltage was too small.